Event description:
Received customer's maude report: the "pt had an order for continuous protonix (80 mg in d5w 250 milliliters) for 8 milligrams per hour and infusion rate was 25 milliliters per hour. The rn programmed the pump as ordered and noted infusion rate at 25 milliliters on the pump window. In less than one hour, the protonix bag was completely empty. The pump read that the infusion rate was still programmed (25 milliliters/hr), but no medication was left in the bag". There was no report of pt harm or medical intervention. Although requested, no additional pt/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.